Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture baker's grade iii. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year old female who underwent breast augmentation with an unknown mentor gel implant experienced bilateral capsular contracture, baker¿s grade iii postoperatively. The bilateral capsular contracture was diagnosed by a physician. Future explantation is indicated, however, at the time of this report, mentor has received no information regarding an expected explantation date. This medwatch form is for the right breast prosthesis. See 1645337-2019-15661 for contralateral prosthesis report.